Event description:
Had 3 injections. After first 2, I started having pain and chills. Within a few days of the third injection, the joint pain and constant chills and fever became unbearable. I could hardly walk. "Did the problem stop after the person reduced the dose or stopped taking or using the product: no, how was taken: intramuscular." Date the person first started taking or using the product: (B)(6) 2018. Date the person stopped taking or using the product: (B)(6) 2018.